Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. When the package for a taxus express2 2.75x20mm drug eluting stent was opened during prep, it was noticed that one of the stent struts were lifted. It was not used on the pt. Procedure was completed with another taxus stent. No pt complications were reported. Pt status is satisfactory.